Event description:
Rptr sustained severe facial trauma in 1988 from an accident which resulted in fat necrosis and atrophy. Dr suggested collagen injection. She received a test dose of collagen and was advised that if rptr had a reaction that it would indicate that upon receiving collagen, rptr would have same reaction. Dr did not advise her of all systemic symptoms which could be triggered by collagen, nor did the brochure from co. Rptr was somewhat apprehensive about putting something foreign into her body and had asked about fat injections (which are taken from the donor's own body), but dr insisted that collagen was the way to go. Dr assured rptr that during his 10 yrs of injecting collagen he had never had any problems. On 6/11/92, after no redness or reaction appeared near or on test site of injection, rptr was injected with 1/2 cc of collagen. There was no abnormal reaction to test site or actual injection site as of follow-up appointment on 7/2/92. Dr suggested another injection after reading an article concerning collagen in the 7/92 edition of redbook. Approx 7/10/92 rptr began to notice handfuls of scalp hair coming out which persisted at an alarming rate. By 8/92, rptr began experiencing severe burning sensations in her scalp specifically at the top right and left portions of the crown of her head. These burning sensations were exacerbated upon being exposed to sunlight. Also in late august she noticed an "oozing like" blister which appeared on her left wrist area which could not be identified. The test dose of collagen was done to the lower part of the back of left arm, fairly close to the wrist area. Around this time, rptr contacted the co to find out if any such reactions have been reported. Initially, she was advised "we never heard of that." Only after persisting and persisting was she advised that they had in fact received reports concerning alopecia. However, she was told that these reports were usually accompanied by other symptoms. By 9/92, rptr had developed what appeared to be seborrheic dermatitis in her scalp and began noticing that her eyelashes were beginning to fall out. She also began to experience miscellaneous aches and pains. By 10/92, she developed seborrheic blepharitis on her lids and lashes accompanied by chalazeons. The loss of eyelashes exacerbated. A dermatologist said rptr appearted to have what is termed "telegen effluvium" which occurs when all the hairs go into a resting phase and therefore fall out. Common causes of "telegen effluvium" include chronic systemic disease, childbrith, a high fever, and surgery. Since rptr had no history of any of these occurrences, she attributed it to collagen. In 2/93, rptr developed raynaud's phenomenon. One dr commented essentially, the "lupus like" symptoms with no confirming blood work seems to be very indicative in people who have received collagen. Rptr also developed night sweats, dizziness, fatigue, poor circulation and changes in fingernails, some dents and discolorations. (*)